Event description:
It was reported that during routine follow-up, high, out of range pacing lead impedance and threshold was observed. Lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.